Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported by the patient's mother that his son's catheter was broken on the quick release. It happened on 3 catheters. At the time of the first event, it was not been checked whether something else had happened to it than normal use, while at the time of second event, while the patient was asleep, his blood glucose levels raised which his mother wanted to correct so she delivered insulin bolus. However, after about 30 minutes, when she went to check her son's blood glucose level, it was noticed that they had risen. Further, she saw that here too the quick release had broken so, no insulin could be delivered. No further information available.